Event description:
On august 29, an amazon customer commented that the product was untrustworthy and false negative: customer tested twice in a row as it was negative despite being positive within 24 hours before using a different brand and still symptomatic. Less than an hour after using these tests (diatrust), the reporter tested with acon brand and it was still positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.